Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning displayed for the atrial lead, the unipolar impedance was higher than the bipolar impedance, there was oversensing, and they were not able to confirm capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.